Event description:
The manufacturer was contacted in reference to the rp performax se elbow kit, 5 pack. An attendee/customer of the trade show alleged that her husband had taken the mask home and may have suffocated and later passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the manufacturer was contacted in reference to the rp performax se elbow kit, 5 pack. An attendee/customer of the trade show alleged that her husband had taken the mask home and may have suffocated and later passed away. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude no further investigation is possible. No device has been returned. No further evaluation is possible at this time. If any additional information is received, a follow-up report will be filed.